Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product. Healthcare professional later reported "bilateral encapsulation", "intracapsular fluid from the left", "700 ml of bloody fluid within the capsule around the implant", "the capsule was calcified", and "old denatured hematoma debris was found". Device has been explanted.

Manufacturer narrative:
(B)(4). The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: analysis of the returned device identified: brown particles in the shell, crease fold and yellow calcification (approx. 30%). Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: concern for textured implant device, "intracapsular fluid from the left", "700 ml of bloody fluid within the capsule around the implant", "the capsule was calcified", and "old denatured hematoma debris was found".